Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with chipped out on lower left front corner of top case and cracked on bottom case. Customer reported problem should be check syringe plunger sensor and not syringe handle broken and will not move. Event log history was performed and indicated that check syringe plunger sensor was recorded in history. During analysis, the reported issue was unable to be duplicated. However, the check syringe plunger sensor was duplicated. Left plunger case assembly and plunger board no longer operate properly as a result of normal wear. Service replaced the left plunger case and plunger board for preventive. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is normal wear. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a syringe handle was broken and will not move.